Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.

Event description:
On august 27, 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately erratic. The patient indicated that the alleged issue started on (B)(6) 2010, at 10:00 am. The patient reported blood glucose results of "318, 320, and 336 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed, however, that she developed symptoms of shakiness and dizziness due to the alleged issue on (B)(6) 2010. The patient denied that she received any treatment because of the alleged issue. As a result of the alleged issue, the patient took a usual dose of oral medication for diabetes. It would have been helpful to know the following information: the patient¿s testing frequency, her medication and diabetes management regimens, what date/times the reported results were obtained, what her last meter reading was before the symptoms developed, what date/time the last reading was obtained, what time the symptoms developed, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient tested her blood glucose while feeling symptomatic. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia two days after the alleged issue began.